Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an error code #4 and was unable to perform. It was later clarified that the cs300 had generated a maintenance required code #4. The iabp unit was swapped out with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an error code #4 and was unable to perform. It was later clarified that the cs300 had generated a maintenance required code #4. The iabp unit was swapped out with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. Upon review of the iabp log files, the stm observed error code #63 which indicates an issue with the compressor being over temperature. The stm inspected all fans and found them to be working and no dust build up was observed within the iabp unit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an error code #4 and was unable to perform. It was later clarified that the cs300 had generated a maintenance required code #4. The iabp unit was swapped out with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.